Event description:
Account experiencing discrepant bicarbonate results. The following examples were provided: pt 1, initial result gave 39 mmol/l; repeat gave 25 mmol/l. Pt 2, initial result gave 35 mmol/l; repeat gave 26 mmol/l. Erroneous results were reported. Pt's not adversely affected. The field service rep determined the rinse mechanism was not adjusted properly, and adjusted the rinse mechanism. Performance tests were performed.